Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report# 2134265-2009-02857. It was reported that during a rotational atherectomy procedure, a vessel perforation occurred. The 90% stenosed lesion was located in the severely calcified, left anterior descending artery (lad). The 10mm long lesion was located at the ostium of the ramus. Two weeks prior to this procedure, the physician had attempted an unsuccessful percutaneous coronary interventional procedure. Following resistant advancement of the floppy rtw guide wire beyond the stenosis, the 1.25mm rotablator burr was advanced. One ablation run of 28 seconds with a drop of 15,000rpms to 130,000 was completed. The position of the floppy rtw guide wire then changed unexpectedly, and the rotablator burr perforated the lad/ramus. The physician performed periocardiocentesis, an unspecified balloon was used to shut down the lad, and the pt was taken to surgery. Following successful coronary arterial bypass graft of the lad, ramus and right coronary artery, the pt was still in the ICU in stable condition and off of the balloon pump with no respiratory therapy. In the opinion of the physician, there was no malfunction of the products.